Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2016 with the following findings: investigation revealed that the battery compartment was damaged. Unrelated to this issue, investigation revealed the following: a review of the alarm history indicated call service 064 and 070 alarms had occurred; the call service 064 alarm was duplicated during investigation; the pump casing was removed and a frozen motor drive assembly was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 08/19/2016.